Manufacturer narrative:
(B)(4). The customer returned one used sample and two unused samples still in the pouch. The samples were visually inspected and the used sample was confirmed while the two unused samples were not confirmed. An assignable root cause was not determined at this time. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of an extension set that had split tubing when used with a power injector at the rate of 1-2.0 cc per second. The event occurred during an infusion; patient injury or medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the sample evaluation, the tubing was noted as being bulged and having a split approximately a half inch in length. Based on the information provided by the customer, this occurred during use with a power injector. The assignable cause was due to use of a power injector. Additional information: this issue is being investigated through CAPA. A labeling review was performed and there was no statement listed on either the package label or the directional insert that approves this product for use with a power injector. The labeling was found to be accurate and sufficient.